Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a blood stream infection potentially related to improper one-link set connection techniques being used by the nurses. It was not reported if the patient required hospitalization for the event. Treatment details and the patient¿s recovery status were not reported. No additional information is available.